Event description:
Cook (B)(4) reported, "on (B)(6) 2010, the physician placed the port in the upper arm, and the catheter in the superior vena cava approached from the right ulnar vein for chemotherapy. Strong resistance was met when heparinized saline was infused into a septum through a needle before starting infusion of anticancer drug, so the physician performed an x-ray exam, it revealed the catheter was disconnected from the port, and the disconnected catheter located from the left pulmonary artery to the bifurcation of the subclavian vein and the superior vena cava. The physician removed the catheter and the port and established an intravenous line to perform chemotherapy. The patient was fine and discharged.

Manufacturer narrative:
Results: an inventory of the returned components includes a mini port body, catheter ( approx 40.5cm) and catheter lock with locking sleeve. Visual inspection did not reveal any irregularities with the returned components. Both ends of the catheter segment were inspected and no bruising or burnishing could be found. Conclusion: lacking of bruising and/or burnishing suggest that the catheter was not advanced over the bump on the outlet tube before advancing the catheter lock. It is suggested the user review "catheter implantation" found in the suggested instructions for use (IFU). This section documents the suggested methods for attaching the catheter, using the catheter lock, to the port outlet tube. Corrective action: none. There were no nonconformities found during the investigation of this event. (B)(4).